Event description:
International affiliate reports the tips of two final tighteners sheared off when performing the final tightening stage of the procedure. See mfg report no. 1526439-2013-10517 for the other instrument involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Visual examination of the returned driver shaft found the distal tip of the instrument had not sheared off of the instrument as reported. The tip was intact and undamaged. Review of the device history record found no discrepancies. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. The complaint is not confirmed. At this time, the complaint is considered to be closed.